Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient underwent a surgical procedure on (B)(6) 2020, wherein a revision of the supraorbital lead was repositioned to improve coverage. As a result, no product was explanted or replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The unique device identifier (UDI #) was reported in the initial reporting as unknown in error. During processing of this complaint, attempts were made to obtain complete patient information.